Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched display window and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked when customer was playing outside. Customer's blood glucose was 7.6 mmol/l. Insulin pump would need to be replaced.